Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of "delayed healing and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: delayed healing and infection (unknown onset).

Event description:
Patient reported right side "was very hard to heal, "got completely inflated," and "really infected." Patient was treated with IV antibiotics at a hospital. Device remains implanted.